Event description:
Customer reported a button error on her insulin pump. The up button is stuck. Customer was trying to program a bolus delivery and the numbers kept scrolling. Customer's blood glucose is 175 mg/dl. The device may have been exposed to sweat. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Manufacturer narrative:
The insulin pump had no up button response due to corroded keypad traces. The insulin pump was received with a cracked case at a display window corner, cracked reservoir tube lip, minor scratches on the display window, cracked battery tube threads and a scratched reservoir tube window.